Event description:
On (B) (6) 2009, the pt's mother reported that pt tried to insert her insulin infusion headset yesterday and it would not penetrate her skin. She said the headset kept "bending over" and that the cannula looked bent before it was used. The pt inserted another headset. She stated the pt uses her stomach as her site location and rotates regularly. She stated the pt does not have scar tissue. Courtesy infusion sets, an infusion set insertion device and a guide to infusion site mgmt were sent to the pt. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.